Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 18th 2020,senseonics was made aware of an adverse event where user experienced hypoglycemia due inaccuracies in sensor readings and the system did not alert the user.

Manufacturer narrative:
Based on the initial investigation, due to low signal and reference channel measurements and msp being at 0.129 and falling, it was suggested through escalation at the time of the event, to explant the sensor. The customer was re-inserted with a new sensor on (B)(6). H6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.